Event description:
It is reported that: the patient states that she was advised by her surgeon of the recall. She recently completed blood work, an MRI and x-rays. She visited the surgeon on (B)(6) 2012, and was advised that her blood sample recorded elevated metal levels of 7.7. Her MRI and x-rays appeared normal. The patient states that she has been in constant pain since the implant surgery. Three months after the surgery, she returned to her surgeon complaining of intense pain in her hip that extended into her back. The patient states that she has arthritis in her back. She received cortisone shots and other therapies which she states helped her back but not the pain in her hip. She states that she has constant pain and soreness on the right side that extends from her outer thigh to her knee. When she rubs the area, she also experiences a prickling sensation as though it is going to sleep. She does water exercise three times a week to try to relieve the pain. She states that she can't walk a long time or on hard surfaces without experiencing intense pain.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.